Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 350cc saline breast prosthesis, catalog #3501655, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. The patient¿s right breast prosthesis deflated after a dog jumped onto her chest. Deflation was confirmed by both mammogram and by ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 31-jan-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-feb-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient noticed her right implant smaller and was leaking. She reported that a dog jumped into her chest. Additionally, bilateral breast capsular contracture was also reported. During visual inspection of the device, a crease was noted on the posterior aspect. Additionally, a tear was observed within the crease, measuring approximately 0.2 cm. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. By the other hand, it is possible that the root cause of the rupture was the trauma to the right breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information that the explantation date is (B)(6) 2020. On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, mentor received additional information that the patient developed bilateral capsular contracture (baker grade IV in her left breast, baker grade iii in her right breast). A separate medwatch report will be submitted for the patient¿s left breast prosthesis. In addition, the patient had both of her breast prostheses explanted and they were replaced with mentor memorygel breast implant 480cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).